Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for balloon burst and system components separate were able to confirm based on provided imagery and returned product evaluation. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''valve fully deployed then delivery balloon burst. The balloon and nose cone was getting caught at tip of esheath upon removal indicating a radial tear.'' It is possible the balloon may have interacted with the pre-existing valve upon inflation, contributing to a balloon burst. Moreover, it was noted that additional 2cc volume was added to the balloon per the case procedure notes. The prescribed nominal inflation volume is provided in the IFU. In this case, it is likely that balloon was overinflated, subjecting the balloon to high pressures, which has resulted in balloon burst after deployment. As such, available information suggests that patient factors (pre-existing valve) and/or procedural factors (over-inflation) may have contributed to the balloon burst. Evaluation of returned device confirmed a separation of distal balloon assembly, guidewire lumen, and cut flex shaft from the delivery system. It was also noted per the event ''commander flex catheter and balloon catheter was cut with sternal wire cutters distal to commander handle. Attempted to secure a gooseneck snare around the nose cone of the commander and pull everything out through the gore sheath on the contralateral side.'' In this case, excessive forces/tools have been applied to overcome the withdrawal difficulties through vasculature, causing the flex shaft cut, balloon shaft cut, and nose tip to be damaged. As such, available information suggests that procedural factors (intervention techniques) may have contributed to the component separation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, during a tavr procedure with a 26mm sapien 3 ultra resilia valve when trying to cross existing thv with new thv, the new thv was getting caught at outflow of previous thv. Converted to general anesthsia and inserted tee probe which revealed safari wire and nose cone was through the outside of the existing thv through the area of the pvl. The team backed the 26mm commander system and wire out, recrossed with safari wire. Valve fully deployed then delivery balloon burst. The balloon and nose cone was getting caught at tip of esheath upon removal indicating a radial tear. Attempted to secure a gooseneck snare from the contralateral side to reduce the profile of the umbrella shaped balloon, which was unsuccessful as it still was getting caught at the tip of the esheath. Team decided to insert a 22f gore dryseal on the contralateral side. Commander flex catheter and balloon catheter was cut with sternal wire cutters distal to commander handle. Attempted to secure a gooseneck snare around the nose cone of the commander and pull everything out through the gore sheath on the contralateral side which was unsuccessful as the nose cone was getting caught on the tip of the gore sheath. Inserted an ono retrieval device with gooseneck snare through the middle. Snared the nose cone of the commander with gooseneck snare and captured with ono retrieval device and removed nose cone and distal part of the balloon through the gore sheath. Proximal part of the commander balloon catheter separated and was still in the right common iliac. Gooseneck snare was inserted into esheath on the right side and retrieved proximal part of balloon catheter. There was no injury to patient.

Manufacturer narrative:
The investigation is ongoing.